Manufacturer narrative:
Batch review performed on 03 march 2021. Lot 180716: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 3 march 2021: ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot. 181303. Lot 181303: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot. 177544 lot 177544: (B)(4) items manufactured and released on 17-apr-2018. Expiration date: 2023-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Cup: mpact 01.38.060dh acetabular shell ø60 two-hole (k171966) lot. 153948 lot 153948: (B)(4) items manufactured and released on 24-feb-2016. Expiration date: 2021-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer 2 years after primary. The surgery was completed successfully.